Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for 2 patients tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. Based on the data provided, the results for 1 patient are a reportable malfunction. The initial troponin t hs result was 3.00 pg/ml with a data flag. This result was reported outside of the laboratory. The repeat result was 58.7 pg/ml. The sample was sent to an external laboratory to be checked. Those results were not provided. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site where the procell/cleancell flow path valve was replaced along with the procell syringe and reagent syringes. After the initial point of contact, the customer also mentioned an issue with anti-tpo results where the initial result was 600 (unit of measure not provided) and the 2nd result was 12. The result of 12 was considered to be the correct result. No further details were provided related to these results. On (B)(6) 2018 the fse went back to the customer site where pinch valves were replaced and the procell flow path was cleaned with bleach as there was turbidity in the tubing. Since the latest service action, there have been no further issues. All the results are ok.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The data is consistent with a temporary contamination in the measuring cells.